Event description:
Hillrom received a report from ansm. In the report the customer is stating that the a resident fell from the lift. The hooks holding the straps were broken, during the transfer or before. The patient received a head trauma and later died. This report was filed in our complaint handling system as (B)(4).

Manufacturer narrative:
The customer reported that while transferring the patient from the chair to the bed, with the viking m mobile lift, on (B)(6) at 4:40 p.m., the patient fell. One of the sling loops released. The patient sustained head trauma, and subsequently expired. Following the fall, the 96-year-old female patient was under constant observation, was noted to be in a state of consciousness and nausea before being transferred by the samu when the general condition deteriorated. The customer declined to provide the patient¿s determined cause of death and refused to provide any further patient details an onsite inspection of the lift and its components was completed by a hillrom technician. It has been found that the hooks on the sling bar is functioning. The customer informed that the latch on the sling bar was missing prior to the incident. The latch on the sling bar shall prevent the sling loop from inadvertently detachment when the sling is applied to the sling bar before lifting the patient. Further, the technician has found that the lift: - had a non-compliant power cable and that the anti-pull cable was missing. - the lift had original battery pack, but there are traces of openings that seem to indicate a possible replacement of the internal batteries. - plastic latches are present on the sling bars hooks, but traces of scratches show that metal latches were used previously. Sling bar has originally been with metal latches. Customer has reported that latches were missing during the incident. The newer version of plastic latches has been mounted by the customer after the incident. - lifting actuator need to be replaced as soon as possible, it presents a very large play when performing the inspection procedure. - the last label of periodic maintenance on the lift mentions the date (B)(6) 2017. According to the label has no periodic maintenance been done since (B)(6) 2016. - harness used during the incident was not found by the customer, it has been put back into circulation in the establishment. The power cable, battery pack and the actuator has been evaluated not to contribute to the incident. For the sling to have contributed to the incident, it would have one of the loops torn apart. This would be a malfunction that is easily detectable. Since the customer put the sling in to use again and any malfunction that could have contributed is easily detected, it is not likely that the sling has contributed to the event. The periodic inspection should have detected the missing latches. Periodic inspection, 3en371001 rev. 5, states under inspection point, 6 slingbar: make sure that both latches are mounted and fall back against the body of the sling bar. The inspection protocol further states: the mobile lift has an expected service life of 10 years when properly used and maintained. The instruction for use states that before lifting the latches shall be inspected and that the slings loops are connected correctly shall be inspected. Instruction for use, 7en137107 rev. 1 states under safety instructions: before lifting, always make sure that: ¿ the latches are intact; missing or damaged latches must always be replaced. ¿ the sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. The IFU further states: the product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions. Based on the inspection from the service technician and the information supplied by the account, the most likely cause of the event is use error that resulted in the misapplication of the sling to the sling bar attachment point, which led to the patients fall.

Manufacturer narrative:
The customer reported that while transferring the patient from the chair to the bed, with the viking m mobile lift, on (B)(6) at 1640, the patient falls. One of the slings loops releases. The patient sustained head trauma, and subsequently expired. Following the fall, the (B)(6) year-old female patient was under constant observation, was noted to be in a state of consciousness and nausea before being transferred by the samu when the general condition deteriorated. The customer declined to provide the patient¿s determined cause of death and refused to provide any further patient details. An onsite inspection of the lift and its components was completed by a hillrom technician. It has been found that the hooks on the sling bar is functioning. The customer informed that the latch on the sling bar was missing prior to the incident. The latch on the sling bar shall prevent the sling loop from inadvertently detachment when the sling is applied to the sling bar before lifting the patient. Further, the technician has found that the lift: had a non-compliant power cable and that the anti-pull cable was missing. The lift had original battery pack, but there are traces of openings that seem to indicate a possible replacement of the internal batteries. Plastic latches are present on the sling bars hooks, but traces of scratches show that metal latches were used previously. Sling bar has originally been with metal latches. Customer has reported that latches were missing during the incident. The newer version of plastic latches has been mounted by the customer after the incident. Lifting actuator need to be replaced as soon as possible, it presents a very large play when performing the inspection procedure. The last label of periodic maintenance on the lift mentions the date (B)(6) 2017. According to the label has no periodic maintenance been done since (B)(6) 2016. Harness used during the incident was not found by the customer, it has been put back into circulation in the establishment. The power cable, battery pack and the actuator has been evaluated not to contribute to the incident. For the sling to have contributed to the incident, it would have one of the loops torn apart. This would be a malfunction that is easily detectable. Since the customer put the sling in to use again and any malfunction that could have contributed is easily detected, it is not likely that the sling has contributed to the event. The periodic inspection should have detected the missing latches. Periodic inspection, 3en371001 rev. 5, states under inspection point, 6 slingbar: make sure that both latches are mounted and fall back against the body of the sling bar. The inspection protocol further states: the mobile lift has an expected service life of 10 years when properly used and maintained. The instruction for use states that before lifting the latches shall be inspected and that the slings loops are connected correctly shall be inspected. Instruction for use, 7en137107 rev. 1 states under safety instructions: before lifting, always make sure that: the latches are intact; missing or damaged latches must always be replaced. The sling¿s strap loops are correctly connected to the sling bar hooks when the sling straps are stretched up but before the patient is lifted from the underlying surface. The IFU further states: "the product has an expected life time of 10 years when correctly handled, serviced and periodically inspected in accordance with liko¿s instructions." Based on the inspection from the service technician and the information supplied by the account, the most likely cause of the event is use error that resulted in the misapplication of the sling to the sling bar attachment point, which led to the patients fall.

Event description:
Hillrom received a report from (B)(6). In the report the customer is stating that the a resident fell from the lift. The hooks holding the straps were broken, during the transfer or before. The patient received a head trauma and later died. This report was filed in our complaint handling system as (B)(4).